Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided, therefore, the device history records were not reviewed. The return of the device is pending. The investigation is currently under way.

Event description:
It was reported that during a biopsy, the device allegedly self activated. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation, the top slide self-activated during the drop test. An -ray of the device showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the left bumper was bent by the stylet spring. Based on the finding that the top slide self-activated, the investigation is confirmed for the reported self-activation. The identified bent bumper likely contributed to the noted incomplete cannula tang engagement, which can contribute to self-activation of the top slide. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during preparation of an ultrasound guided prostate biopsy, the device allegedly self activated. It was further reported that the procedure was completed with another device. There was no patient contact.